Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the mini drawer failed. The field service engineer replaced mini drawer controller and mini drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system mini drawer failed and causing delay. The customer added that they were unable to remove the medication to the patient. However, there were no adverse events or injuries reported based on this event.